Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821r camera was returned to the manufacturer for evaluation. The reported issue was confirmed, the returned positioning sensor unit (psu) has scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .412mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer faulted" while in the clinical application. While troubleshooting the network device interface (ndi) toolbox was checked. It was noted that the bump status and internal temperature statuses were triggered, and the system's clock was off. There was no patient involvement.